Event description:
It was reported to boston scientific corporation, that a corflo cubby dual port standard balloon was planned for use in an enteral feeding replacement procedure. According to the complainant, during prep, the external bumper of the corflo cubby dual port standard balloon did not move. Reportedly, another corflo cubby dual port standard balloon was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.